Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0011993316); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0012050580); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an anterior pre-implant balloon aortic valvuloplasty (bav) was performed using an inoue 20mm balloon. The valve was attempted to be deployed, but was recaptured and removed from the patient due to poor expansion. Pre-implant bav was once again performed with a z-med 22mm balloon. The valve was reintroduced into the patient and deployment was attempted again, however expansion was still poor. Due to difficulty placing the valve, the valve and delivery catheter system (dcs) were withdrawn from the patient and discarded. A non-medtronic (sapien) valve was implanted instead with no complications. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was difficult to maintain hemodynamics due to the biological valve not working properly. The valve was recaptured without checking for paravalvular leak (pvl). No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that leaflet calcification, specifically right coronary cusp (rcc) protruding calcification, con tributed to the expansion issue. The expansion issue occurred at the point of no recapture (ponr). No adverse patient effects were reported.